Manufacturer narrative:
The customer reported that there was a speaker failure with an inop message. No pt was harmed as a result of this event. The inop makes this failure obvious to users, so there is minimal health risk. The device labeling states that users should not rely exclusively on the audible alarm system for pt monitoring. This was a speaker failure with minimal health risk. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that there was a speaker failure with an inop message. No pt was harmed as a result of this event.